Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, atrial tachycardia/atrial fibrillation entry episodes were observed. Review of episodes noted ventricular loss of capture. Recommended programming changes were not made. Physician elected to continue to monitor the patient. Patient was stable.